Event description:
It was reported that it was difficult to remove the cath from an 8fr sheath after the balloon burst at 20-22atm during an arterio-venous graft. When balloon ruptured, all contrast media evacuated site quickly. Dr pulled back on inflation device & noticed blood mixed with contrast. Upon reaching sheath, dr was only able to partially pull balloon into sheath. Removed cath & sheath as 1 unit.